Event description:
It was reported that the pt experienced high impedances on some of the unipolar electrode pairs (>2000ohms) with a current of 69. The pt was reported as having good therapy though not experiencing the desired benefit. The battery voltage was 3.69 which corresponds to a newer battery. Additional info reported that the pt underwent device replacement (explanted device will not be returned for analysis). The impedance readings after the device replacement were lower, and following reprogramming, the pt is receiving adequate stimulation. Ref MFR report#3004209178-2009-03866.